Event description:
The generator and lead were explanted by the coroner and were received by the manufacturer for analysis. It was reported by the coroner upon receipt of the device that the explant date was (B)(6) 2015. Analysis was performed on the returned generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis for the lead is underway and has not been completed to-date. Additional relevant information has not been received to-date.

Event description:
An autopsy report was received from the coroner's office concluding that in the opinion of the coroner the patient died as a result of sudden unexpected death in epilepsy. It was stated the manner of death was natural. It was previously provided by the patient's treating neurologist that the patient was in hospice care for aspiration pneumonia.

Event description:
Analysis was performed on the returned lead portions. The majority of the lead assembly body including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the lead product. The condition of the returned lead portions was consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Based on the findings of the analysis, there was no evidence to suggest an anomaly with the returned portions of the device.